Manufacturer narrative:
The returned device matched the report and the reported event (¿¿hair inside the sterile packaging¿¿) was not confirmed. Review of the DHR revealed no discrepancies, in particular in the packaging process. The item returned was documented as faultless prior to distribution. The reported event could not be reproduced as the packaging was received in opened condition (broken sealing). Pollution in original condition could not be verified. Upon receipt of the device the reported hair was found at the outside of the foam layer at the area of the originally sealed rim and should have been noticed prior to opening as it is visible through the clear blister. Due to adhesive power of the glued / sealed connection of tyvek - blister a white coloured area remains on the blister when the tyvek® lid is torn off. This white area is called crazing resp. Stress-whitening. A consistent white and not interrupted surface indicates that no sealed-in foreign material (e.g. Hair) at the sealed area of the blister rim was present. Further, upon receipt of the device one foam block was not in intended position, which is supported by the visible foam imprints of the lag screw. Thus, it could be assumed that the lag screw was moved, which was already stated in the product inquiry. Furthermore, not enough information is available to confirm the reported case (like a photo of the unopened package). It could not be excluded that the pollution occurred at the user site. Based on the above observations the root cause could not be determined. No non-conformity was identified.

Event description:
It was reported that the surgeon was preparing to insert the lag screw for a gamma nail. After confirming the correct size of the lag screw, the nurse opened the lag screw correctly and moved to give to scrub tech. The scrub tech spotted a hair inside the sterile packaging of the screw. Surgeon confirmed the hair and then opened another lag screw.

Event description:
It was reported that the surgeon was preparing to insert the lag screw for a gamma nail. After confirming the correct size of the lag screw, the nurse opened the lag screw correctly and moved to give to scrub tech. The scrub tech spotted a hair inside the sterile packaging of the screw. Surgeon confirmed the hair and then opened another lag srew.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.